Manufacturer narrative:
According to available information, this lead remains implanted and in service. Should additional information become available, this event will be updated.

Event description:
Boston scientific crm received information that during the implant procedure, after positioning this right ventricular lead, abnormal measurements were obtained. High out of range impedance and increased threshold measurements were obtained. The lead was repositioned several times. Similar measurements were obtained. A further reposition attempt revealed acceptable measurements; the lead was secured. Post procedure, acceptable measurements were obtained. No adverse patient effects were reported.